Manufacturer narrative:
A1, a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's new mobile power unit (mpu) received in june was beeping.

Manufacturer narrative:
Section a4 and d4: patient weight and pump serial number were not provided. Corrected data: section a1- patient initials: corrected. Section g3 - PMA#: corrected. Section h5: corrected. Section h6 - medical device problem code: corrected. Section h8: corrected. Section g3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a beeping issue with a new mobile power unit could not confirmed through this evaluation. It was reported the new mobile power unit (mpu) (serial # (B)(6)) received in june was exhibiting a beeping issue. Attempts were made to obtain additional information from the customer regarding clarification on the reported issue and product return status; however, no additional information was provided. A root cause of the difficulty connecting issue could not be determined. A root cause of the beeping issue could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook document # (B)(4) rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use document # (B)(4) rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.